Event description:
It was reported this was a venotomy closure of a left common femoral vein using the pre-close technique via a 7F sheath hole prior to transcatheter aortic valve implantation (TAVI) interventional procedure. Reportedly, there was significant resistance when withdrawing the plunger after deployment and it took approximately 5 minutes to remove it. The suture of the ProStyle device was successfully pre-placed along with the sutures of another ProStyle device. The procedure was completed. Hemostasis was achieved with the pre-placed ProStyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.